Manufacturer narrative:
The manufacturer¿s device registration system indicates that the pump was explanted planned. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid via an implanted pump. The patient¿s concomitant medications included gabapentin, metformin, atorvastatin, vitamin d, calcium, senna, trazodone, magox, carvedilol, and tacrolimus. The patient¿s medical history included myocardial infarction, status post car accident, right femur fracture, right below the knee amputation, shattered pelvis, broken right hip, right clavicle shattered, and liver transplant. It was reported that in 2017, a pump pocket fill occurred. The home health nurse inadvertently did a pocket fill with dilaudid when refilling the pump. After the pocket fill, 911 was called. The patient was admitted to the ICU (intensive care unit) at the hospital for 14 days. He required intubation and was unconscious and not breathing. He was subsequently extubated but then had to be reintubated as he was still not breathing on his own. Because he had a liver transplant, he was admitted to the transplant service for 7 days after he got out of the ICU out of concern that he might lose his liver. In (B)(6) 2018, the medication was withdrawn from the pump and the pump was filled with preservative free normal saline. At this point in time, he wants the pump explanted. He stated that the pump was digging into his rib cage and into his hip bone. The pump was being explanted tomorrow ((B)(6) 2022) with plans to leave the existing intrathecal catheter implanted to proactively avoid complications of catheter explant i.e. Csf (cerebrospinal fluid) leak. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
H3: the pump was returned and the device passed all testing in the laboratory and no anomalies were identified. The 8709sc catheter was returned and visual inspection of the sutureless connector (sc) identified leaking and coring/tearing/cuts in the seal. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.